Event description:
It was reported that during an struma procedure, an error code was displayed. Another device was used to complete the procedure. There were no adverse consequences for the pt. No further info is available.

Manufacturer narrative:
(B)(4). Eval summary: the instrument was received with a loose mount. The handpiece was tested on a generator and found to be functional. However, it no longer meets design specifications for phase margin. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Due to this condition, it may lead for an error code to occur. Causes that may contribute phase merging being out of specification are pinched wires during mfg, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life. The batch history records were reviewed with no anomalies noted during the mfg process.